Event description:
Customer allegedly received the following results, with two different meters, within 15 minutes: 202 mg/dl (system 1) and 95 mg/dl (system 2). Readings occurred with the same vial of test strips.